Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the left ventricular (lv) lead had a separation failure. The lv lead was removed and replaced. The patient was in stable condition.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the stylet had failed to be separated from the left ventricular (lv) lead. The lv lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
Correction b5: during the procedure, the stylet had failed to be separated from the left ventricular (lv) lead.

Manufacturer narrative:
The reported event of ¿the stylet was stuck¿ was confirmed. A complete lead was returned in one piece with stylet stuck inside the lead. The ptfe coating of the stylet was found stripped and inside the connector boot. Visual inspection found the inner coil was bunched up inside the connector region consistent with procedural damage. The cause of the reported was due to bunching of inner coil and ptfe coating of the stylet. The s-curve height was measured to be within specification.